Event description:
Monopolor sgt cord caught fire while attached to sgt j hook. Flame contained to cord itself. No harm to patient. Patient was hooked up to bovie machine (valleylab force fx esu). Bovie machine and cord were removed from service. Thought to be a faulty reusable monopolor cord (supplied by surgitech). With reusable cords, we were conducting visual inspections only. Broken cord insulation was not visible to naked eye and insulation caught fire. Surgitech has since removed all reusable cords from the operating room and replaced them with single use cords. Incident took place at the end of the cord closest to user, not at the end closest to the bovie machine. Therefore, no damage to bovie machine was done.======================manufacturer response for monopolor sgt cord, (brand not provided)======================surgitech replaced all reusable monopolar cords with single use ones.